Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-12369. Related manufacturer reference number: 2938836-2019-12370. Related manufacturer reference number: 2938836-2019-12372. It was reported that the system was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads.